Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24-sep-2016, so no UDI is required. E1: (B)(6).

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating a defective loudspeaker it is unknown if there was still sound coming from the speaker. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Despite several attempts to obtain additional information, it remains unknown if the device still produced sound and if a speaker malfunction error message was displayed. The device was sent to a philips authorized service provider who found that the speaker assembly was defective and replaced the part which resolved the issue. The repaired device was returned to the customer site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.